Event description:
It was reported that the catheter froze on the guide wire outside of the pt as it was being advanced. During an attempt to separate the products, the catheter tip separated and was left on the guide wire. The tip was removed from the guide wire. There was no pt injury.